Event description:
The recipient is reportedly experiencing loss of sound with inflammation inside the cochlea. The recipient was treated with cortisone.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's inflammation is reportedly not device related. The recipient's issue resolved and is doing well. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.